Manufacturer narrative:
An evaluation of the device cannot be performed as the device was sent to pathology and was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested but not made available. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not returned to the manufacturer.

Event description:
Removal of acetabular cup. 54 tritanium revision cup and 40mm liner.

Manufacturer narrative:
An event regarding revision related to metastatic bone tumor/cancer in the patient¿s pelvis involving a tritanium revision acetabular was reported. The event was not confirmed. Method & results: -device evaluation could not be performed as the subject device was not returned. -medical records received and evaluation: no patient medical records were available for review. -device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. -complaint history review: a complaint history review was not performed as no device specific failure modes were identified. Conclusions: the event could not be confirmed nor the root cause of the reported revision be determined (beyond the reported cancer) due to the minimal information received.

Event description:
Removal of acetabular cup. 54 tritanium revision cup and 40mm liner.